Manufacturer narrative:
(B)(4). Reported event was confirmed with photos received and reviewed. The examination of the head shows scratching and wear marks consistent with the device being used, along with an unknown black debris on the inside of the taper potentially in-vivo corrosion. The examination of the stem shows the same unknown black debris along the taper potentially in-vivo corrosion. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00379.

Event description:
It was reported patient underwent right hip revision approximately 11 years post implantation due to high cobalt level of 6.7. It was noted the head and liner were removed and replaced. No further event information available at the time of this report.